Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress applied to the insertion section while the user was handling the device, which led to damaged charge-coupled device-unit. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had a kink in the distal tip. The reported issue was discovered during reprocessing of the scope prior or after an unknown therapeutic procedure. There was no patient user harm or injury reported due to the event. Upon device return and evaluation, no image was observed which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending section was crushed. As a result of this crush, there was no passage of the forceps and brush. Additionally, it was observed that the crush may have damaged the charge-coupled device elements causing no image. This finding was attributed to physical damage. Upon further inspection, it was observed that no data transmission was occurring through the ID chip. It was also observed that there was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.